Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that earlier in the morning, the patient contacted her doctor regarding an adjustment to her insulin intake. She reported that she had previously been taking 7.5 units of mounjaro, which had been reduced to 5 units. On that same day, her doctor advised switching her insulin back to 7.5 units of mounjaro. At around 1:00 p.m. The dexcom cgm experienced a brief issue error message. According to patient, the error message continued to appear for approximately six hours. At some point during this period, although she was unable to confirm the exact time, the patient reported that she started feeling dizzy, passed out, and fell to the floor. She was unsure how long she remained unconscious. Upon regaining consciousness, patient reported feeling exhausted and experiencing back pain. She confirmed that she did not take any medication after waking up. She also did not contact her doctor again and continued with her day. At the time of the report, patient confirmed that she was feeling better. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.